Manufacturer narrative:
Additional information was received on november 12, 2015. It is unclear how long the product was in use, the patient was admitted in september and has had periods of rectal rest from the flexi-seal. Last date ordered was (B)(6) 2015 and the area was found (B)(6). The rectal mucosal was discovered by the nursing staff. Patient skin condition was poor; skin intact and prevention measures with barrier creams in place. The device was removed and a new fms was not inserted. The ulcer was unable to be treated with topical wound therapy secondary to patients stool frequency. Rectal pouch placed for stool containment. Patient did experience bleeding from the area. A flexible sigmoidoscopy was done as a result of the rectal ulcer. Pre-existing medical conditions of the patient are peptic ulcer disease and chronic kidney disease; s/p colchicine toxicity with multi-organ dysfunction syndrome, sepsis and acute liver injury.patients allergies are aspirin and sulfa. Patients current medications are vasopressin, sodium bicarbonate, rifaximin, prismasate, zosyn, protonix, definity, creon, levophed, midodrine, lactulose, dilaudid, solu-cortef, kayciel, atropine, ativan. Patient height is (B)(6). A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored. No other information is available. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 09, 2015. (B)(4).

Event description:
It was reported that while the fecal management system was in use, the patient in the medical intensive care unit experienced a rectal mucosal ulcer. No other information has been provided.